Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. The pump was monitored for several hours, no blank display and unexpected battery power loss noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: 08/31/2024 18:44:37.000, 09/06/2024 11:57:08.000, 09/06/2024 12:07:00.000. Low battery alert was found on: 08/31/2024 15:31:00.000. Pump error 23 alarm was found on: 09/06/2024 12:08:03.000. Power loss alarm was found on: 09/06/2024 12:08:21.000, 09/06/2024 12:08:29.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 02-sep-2024 9:50:00 am. There was no power data available for the date of 31-aug-2024. Unable to check power data for low battery alert. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected low battery alert, pump error 23 alarm and power loss alarm noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 06-sep-2024 in the formatted history file. Lostsensor1alert (780) was found on: 08/31/2024 16:42:00.000, 08/31/2024 16:52:00.000, 09/01/2024 19:42:00.000, 09/01/2024 19:52:00.000, 09/01/2024 20:36:00.000, 09/01/2024 20:46:00.000. Lostsensor2alert (781) was found on: 09/01/2024 21:02:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. No delivery alarm/insulin flow blocked alarm was found on: 09/01/2024 15:32:25.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 09/01/2024 15:42:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 09/04/2024 00:07:21.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 09/04/2024 00:17:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 09/04/2024 03:27:43.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 09/04/2024 03:37:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. The pump passed all the required testing. Customer alleged for blank display and unexpected battery power loss was not confirmed. However, during visual inspection corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for reported allegations. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.